Event description:
It was reported that stent premature deployment occurred. An 8 x 40 x 130 innova vascular stent system was selected for use in the peripheral intervention procedure. During preparation, however, the stent partially deployed before being introduced into the patient. The stent was not used, and another model was opened for use without incident. There were no patient complications reported.